Event description:
The patient was implanted with a dbs system to treat facial dystonia in 2008. The following month, an MRI demonstrated a subacute left frontal parafaicine subdural hematoma. The relationship of the device to the event was unknown. For patient outcome and ongoing events, see MFR report #3004209178200808442.